Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed stuck button. The customer's blood glucose level was 14.9 mmol/l at the time of the incident. The customer was advised to treat with insulin pen but does not know how. The customer also stated getting a low battery alert. During troubleshooting, after the customer changed the battery the insulin pump gave a battery error message. Customer has tried different batteries but the device kept alarming replace battery now. The insulin pump will be replaced and will return the one they currently use for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarms, replace battery now alarms, failed battery alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.